Event description:
Doctor was attempting to position disposable stapler during surgical procedure, and removed stapler from pt. Small red plastic handle, rounded shape, approximately 2ml or less in diameter, of the retaining pin was missing. Location of handle is unknown.